Event description:
An end user reported she noted a small amount bleeding from her stoma after she applied her wafer. The end user stated she attempted to cut the wafer opening to a larger size, but there is still bleeding. She also stated she is not very proficient at cutting her wafers. The end user states the bleeding resolves quickly after wafer is removed and pressure is applied. The end user stated the product was in use for 10 minutes.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user stated she received precut wafers from byram which were to 32 mm, but feels her stoma is larger than this size. The end user was advised to measure her stoma and resize the wafer. The end user was also advised to call back with her stoma size and samples would be sent of a moldable product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.

Manufacturer narrative:
Additional information was received on october 28, 2015. The product associated with batch 3g02230, in this complaint investigation, was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).